Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a cranial procedure to treat a high grade glioma, using the left temple approach, the perforator had damaged the dura during the first access. It was further reported that when the surgeon was on the 2nd access the perforator had gone through the dura again. Upon raising the flap, the surgeon discovered a haemorrhage had occurred under the first access. It is unknown whether any medical intervention was required for the reported haemorrhage. It was also reported that the surgery was delayed for 45 minutes. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not available for evaluation.

Event description:
It was reported that during a cranial procedure to treat a high grade glioma, using the left temple approach, the perforator had damaged the dura during the first access. It was further reported that when the surgeon was on the 2nd access the perforator had gone through the dura again. Upon raising the flap, the surgeon discovered a haemorrhage had occurred under the first access. It is unknown whether any medical intervention was required for the reported haemorrhage. It was also reported that the surgery was delayed for 45 minutes. It was further reported that the procedure was completed successfully.